Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient was hospitalized for high blood glucose. The customer¿s blood glucose level was 399 mg/dl at the time of the incident. The customer reported that he ended up in hospital due to high blood glucose and the sugar was in 500's mg/dl range. The customer was bolusing and it does not seem to be working now, and thought that it was the site and changed it three times. He bolused for 16 hours and sugars did not go below 400's mg/dl and the customer was not eating. The patient's current blood glucose was 168 mg/dl. He is on insulin and was 54mg/dl today while on manual injections. The customer reported that on wednesday evening sugars was high and gave himself a bolus before bed and did not want anything. The blood glucose was 399mg/dl before bed and woke up at 426mg/dl. The customer was still in 500s mg/dl and 6 hours later doctor got involved and told him to go to the nearest emergency room and been on the omni pod for four years. They did a displacement test, and it passed. Did a self-test, and it passed. They did a bolus and it delivered successfully and it was recorded in the history. He was currently in the hospital and is not wearing the insulin pump. The customer was not having tubing clamp. The customer declined to continue troubleshooting. The insulin pump will not be returned for analysis.